Manufacturer narrative:
Age at time of even: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and dislodgment occurred. The chronic totally occluded (cto) target lesion was located in the severely tortuous and severely calcified proximal right coronary artery (rca). An unspecified stent and a 3.0x38m promus premier¿ stent were implanted in the posterior descending artery (pda). A 24 x 4.00 promus premier¿ drug-eluting stent was then advanced but failed to cross the lesion. The 24 x 4.00 promus premier¿ stent was caught by the proximity of the 3.0x38m promus premier¿ stent and was lifted. The device was removed and it was noted that the stent fell off when checked outside. The procedure was completed with a 3.5x24mm promus premier¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the stent detached from balloon and damaged in different locations along its length with struts distorted, stretched and bunched at one end. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The distal balloon wings were slightly relaxed; however there are no signs that the balloon was subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage and dislodgment occurred. The chronic totally occluded (cto) target lesion was located in the severely tortuous and severely calcified proximal right coronary artery (rca). An unspecified stent and a 3.0x38m promus premier¿ stent were implanted in the posterior descending artery (pda). A 24 x 4.00 promus premier¿ drug-eluting stent was then advanced but failed to cross the lesion. The 24 x 4.00 promus premier¿ stent was caught by the proximity of the 3.0x38m promus premier¿ stent and was lifted. The device was removed and it was noted that the stent fell off when checked outside. The procedure was completed with a 3.5x24mm promus premier¿ stent. No patient complications were reported and the patient's status was good.